Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 33-year-old female patient who had essure (batch no. B72583 -val , 872683-inv) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy / abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), fatigue ("fatigue"), urinary tract disorder ("urinaryproblems"), bladder disorder ("bladder problems") and mental disorder ("psychological / psychiatric problems"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, menstrual disorder, fatigue, urinary tract disorder, bladder disorder and mental disorder outcome was unknown. The reporter considered bladder disorder, fatigue, genital haemorrhage, menstrual disorder, mental disorder, pelvic inflammatory disease, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2016. Removal details: she has been troubled with chronic pelvic pains which she felt could be related to the essure. At laparoscopy the pelvis looked entirely normal with normal tubes, ovaries and uterus. There was no evidence of endometriosis, pid or pelvic adhesions. Both essure devices were correctly placed and no obvious gynae pathology identified this lot number 872683 is invalid. Lot number: b72583, manufacturing date: 2013/09, expiration date: 2016/09. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage and pelvic inflammatory disease. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received - reporters, date of birth and event pelvic inflammatory disease. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 30 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain lower on (B)(6) 2019, dyspareunia on (B)(6) 2019, dysphagia on (B)(6) 2018, seizure, pain in hip and pain in limb in 2017, polymenorrhea and ovarian cyst in 2016 and sterilization (previously underwent sterilization 4 years ago), back pain and adenomyosis. Concurrent conditions were listed as diarrhoea and vomiting. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 89 days after essure insertion, she experienced abdominal pain lower ("severe pain lower abdomen, crampy in nature, predominantly in the left iliac fossa radiating to lower back"). On (B)(6) 2018 she experienced vaginal haemorrhage ("pv bleeding"), dysmenorrhoea ("heavy dysmenorrhea, pain when menstruating") and dyspareunia ("deep dyspareunia, burning during sexual intercourse"). On (B)(6) 2019 she experienced adenomyosis ("uss showed mild adenomyosis") and menometrorrhagia ("heavy periods, irregular cycles"). On (B)(6) 2019 she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy / abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), fatigue ("fatigue"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and mental disorder ("psychological issues / psychiatric problems"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, adenomyosis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menstrual disorder, mental disorder, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: insertion date also reported as (B)(6) 2016. Removal details: she has been troubled with chronic pelvic pains which she felt could be related to the essure. At laparoscopy the pelvis looked entirely normal with normal tubes, ovaries and uterus. There was no evidence of endometriosis, pid or pelvic adhesions. Both essure devices were correctly placed and no obvious gynaepathology identified, previously underwent sterilization 4 years ago, but keen to "have it all taken out". Discrepancy in insertion date: (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: both correctly placed and procedure successful [ultrasound scan] on (B)(6) 2016: essure placed and procedure successful; on (B)(6) 2019: uss showed mild adenomyosis. [Ultrasound scan] on (B)(6) 2016: essure placed and procedure successful; on (B)(6) 2019: uss showed mild adenomyosis. This lot number 872683 is invalid. Lot number: b72583. Manufacturing date: 2013/09. Expiration date: 2016/09. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage and pelvic inflammatory disease according to bayer qa, the lot number 872683 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-feb-2024: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/localised pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 30 year-old female patient who had essure inserted (lot no. B72583 -val, 872683-inv). Additional non-serious events are detailed below. The patient had a medical history of abdominal pain lower on (B)(6) 2019, dyspareunia on (B)(6) 2019, dysphagia on (B)(6) 2018, seizure, pain in hip and pain in limb in 2017, polymenorrhea and ovarian cyst in 2016 and sterilization (previously underwent sterilization 4 years ago), back pain and adenomyosis. Concurrent conditions were listed as diarrhoea and vomiting. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 89 days after essure insertion, she experienced abdominal pain lower ("severe pain lower abdomen, crampy in nature, predominantly in the left iliac fossa radiating to lower back"). On (B)(6) 2018, she experienced vaginal haemorrhage ("pv bleeding"), dysmenorrhoea ("heavy dysmenorrhea, ++ pain when menstruating") and dyspareunia ("deep dyspareunia, burning during sexual intercourse"). On (B)(6) 2019, she experienced adenomyosis ("uss showed mild adenomyosis") and menometrorrhagia ("heavy periods, irregular cycles"). On (B)(6) 2019, she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), fatigue ("fatigue"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and mental disorder ("psychological issues/psychiatric problems"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, adenomyosis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menstrual disorder, mental disorder, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: insertion date also reported as (B)(6) 2016. Removal details: she has been troubled with chronic pelvic pains which she felt could be related to the essure. At laparoscopy the pelvis looked entirely normal with normal tubes, ovaries and uterus. There was no evidence of endometriosis, pid or pelvic adhesions. Both essure devices were correctly placed and no obvious gynae pathology identified, previously underwent sterilization 4 years ago, but keen to "have it all taken out". Discrepancy in insertion date: (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: both correctly placed and procedure successful [ultrasound scan] on (B)(6) 2016: essure placed and procedure successful; on (B)(6) 2019: uss showed mild adenomyosis. [Ultrasound scan] on (B)(6) 2016: essure placed and procedure successful; on (B)(6) 2019: uss showed mild adenomyosis. This lot number 872683 is invalid. Lot number: b72583. Manufacturing date: 2013/09. Expiration date: 2016/09. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage and pelvic inflammatory disease. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received, reporter added, event iliac fossa pain, vaginal bleeding, dysmenorrhea, deep dyspareunia, adenomyosis, irregular and heavy menstruation added, lab data added, medical history added, imdrf codes f12 and f15 added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 30 year-old female patient who had essure inserted (lot no. B72583). Additional non-serious events are detailed below. The patient had a medical history of abdominal pain lower on (B)(6) 2019, dyspareunia on (B)(6) 2019, dysphagia on (B)(6) 2018, seizure, pain in hip and pain in limb in 2017, polymenorrhea and ovarian cyst in 2016 and sterilization (previously underwent sterilization 4 years ago), back pain and adenomyosis. Concurrent conditions were listed as diarrhoea and vomiting. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 89 days after essure insertion, she experienced abdominal pain lower ("severe pain lower abdomen, crampy in nature, predominantly in the left iliac fossa radiating to lower back"). On (B)(6) 2018 she experienced vaginal haemorrhage ("pv bleeding"), dysmenorrhoea ("heavy dysmenorrhea, ++ pain when menstruating") and dyspareunia ("deep dyspareunia, burning during sexual intercourse"). On (B)(6) 2019 she experienced adenomyosis ("uss showed mild adenomyosis") and menometrorrhagia ("heavy periods, irregular cycles"). On (B)(6) 2019 she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy / abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), fatigue ("fatigue"), urinary tract disorder ("urinaryproblems"), bladder disorder ("bladder problems") and mental disorder ("psychological issues / psychiatric problems"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, adenomyosis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menstrual disorder, mental disorder, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: insertion date also reported as (B)(6)2016. Removal details: she has been troubled with chronic pelvic pains which she felt could be related to the essure. At laparoscopy the pelvis looked entirely normal with normal tubes, ovaries and uterus. There was no evidence of endometriosis, pid or pelvic adhesions. Both essure devices were correctly placed and no obvious gynae pathology identified, previously underwent sterilization 4 years ago, but keen to "have it all taken out". Discrepancy in insertion date: (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 03-mar-2016: both correctly placed and procedure successful [ultrasound scan] on (B)(6) 2016: essure placed and procedure successful; on (B)(6) 2019: uss showed mild adenomyosis [ultrasound scan] on (B)(6) 2016: essure placed and procedure successful; on (B)(6) 2019: uss showed mild adenomyosis this lot number 872683 is invalid. Lot number: b72583 manufacturing date: 2013/09 expiration date: 2016/09. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage and pelvic inflammatory disease according to bayer qa, the lot number 872683 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain / localised pain [pelvic pain female]. Pelvic inflammatory disease [pelvic inflammatory disease]. Heavy / abnormal bleeding [genital bleeding]. Changes to menstrual cycle [menstrual cycle abnormal]. Fatigue [fatigue]. Urinaryproblems [urinary tract disorder nos]. Bladder problems [bladder disorder nos]. Psychological issues / psychiatric problems [psychological disorder nos]. Severe pain lower abdomen, crampy in nature, predominantly in the left iliac fossa radiating to lower back [iliac fossa pain]. Pv bleeding [vaginal bleeding]. Heavy dysmenorrhea, ++ pain when menstruating [dysmenorrhea]. Deep dyspareunia, burning during sexual intercourse [deep dyspareunia]. Uss showed mild adenomyosis [adenomyosis]. Heavy periods, irregular cycles [menses irregular with excessive bleeding]. Essure implants not positively identified [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / localised pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 30 year-old female patient who had essure inserted (lot no. B72583). Additional non-serious events are detailed below. The patient had a medical history of abdominal pain lower on (B)(6) 2019, dyspareunia on (B)(6) 2019, dysphagia on (B)(6) 2018, seizure, pain in hip and pain in limb in 2017, polymenorrhea and ovarian cyst in 2016 and painful intercourse, low back pain, smoker, arthritis, anxiety, depression, high cholesterol, nerve root impingement, body mass index high, parity 2, sterilization (previously underwent sterilization 4 years ago), back pain and adenomyosis. Previously administered products included: mirena. Past adverse reactions to the above products included: pid with mirena. The patient had a family history of breast cancer. Concurrent conditions were listed as heavy menstrual bleeding, diarrhoea and vomiting. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 89 days after essure insertion, she experienced abdominal pain lower ("severe pain lower abdomen, crampy in nature, predominantly in the left iliac fossa radiating to lower back"). On (B)(6) 2018 she experienced vaginal haemorrhage ("pv bleeding"), dysmenorrhoea ("heavy dysmenorrhea, ++ pain when menstruating") and dyspareunia ("deep dyspareunia, burning during sexual intercourse"). On (B)(6) 2019 she experienced adenomyosis ("uss showed mild adenomyosis") and menometrorrhagia ("heavy periods, irregular cycles"). On (B)(6) 2019 she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy / abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), fatigue ("fatigue"), urinary tract disorder ("urinaryproblems"), bladder disorder ("bladder problems"), mental disorder ("psychological issues / psychiatric problems") and device dislocation ("essure implants not positively identified"). The patient was treated with amitriptyline (amitriptyline hydrochloride), gabapentin, sertraline (sertraline hydrochloride) and buscopan (butylscopolamine bromide) as well as surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, adenomyosis, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menstrual disorder, mental disorder, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: insertion date also reported as (B)(6) 2016. Removal details: she has been troubled with chronic pelvic pains which she felt could be related to the essure. At laparoscopy the pelvis looked entirely normal with normal tubes, ovaries and uterus. There was no evidence of endometriosis, pid or pelvic adhesions. Both essure devices were correctly placed and no obvious gynae pathology identified, previously underwent sterilization 4 years ago, but keen to "have it all taken out". Discrepancy in insertion date: (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: both correctly placed and procedure successful [ultrasound scan] on (B)(6) 2016: essure placed and procedure successful; on (B)(6) 2019: uss showed mild adenomyosis; on (B)(6) 2019: anterverted uterus, heterogenous appearance to the posterior myometrium, suggestive with adenomyosis. Endometrium appearance consistent with cycle, measuring 4mm. Normal ultrasound appearances of both ovaries. No free fluid or adnexal masses seen; (date unknown): normal ultrasonic appearance of anteverted uterus essure implants not positively identified [ultrasound scan] on (B)(6) 2016: essure placed and procedure successful; on (B)(6) 2019: uss showed mild adenomyosis; on (B)(6) 2019: anterverted uterus, heterogenous appearance to the posterior myometrium, suggestive with adenomyosis. Endometrium appearance consistent with cycle, measuring 4mm. Normal ultrasound appearances of both ovaries. No free fluid or adnexal masses seen; (date unknown): normal ultrasonic appearance of anteverted uterus essure implants not positively identified [ultrasound scan vagina] on (B)(6) 2019: normal ultrasound appearances of both ovaries - within the right ovary there is a heterogenous area measuring 17 x 25 x 16mm with peripheral vascularity demonstrated on doppler imaging corpus luteum. No adnexal masses or free fluid seen. This lot number 872683 is not valid. Lot number: b72583 manufacturing date: 2013/09 expiration date: 2016/09 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage and pelvic inflammatory disease according to bayer qa, the lot number 872683 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-may-2025: new medical record received. New event device dislocation was added. Medical history updated. Treatment drugs are updated. New reporter added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain / localised pain'). In a female patient who had essure (batch no. B72583 -val , 872683-inv) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), fatigue ("fatigue"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and mental disorder ("psychological /psychiatric problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, fatigue, urinary tract disorder, bladder disorder and mental disorder outcome was unknown. The reporter considered bladder disorder, fatigue, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure. This lot number 872683 is invalid. Lot number#: b72583, manufacturing date: 2013/09, expiration date: 2016/09. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review and review of complaint records and records of non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. B72583 / 872683) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), fatigue ("fatigue"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems") and urinary tract disorder ("urinary / bladder problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstrual disorder, fatigue, genital haemorrhage, mental disorder and urinary tract disorder outcome was unknown. The reporter considered fatigue, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: case upgraded to serious incident. Lot number (872683) and events changes to menstrual cycle,fatigue, heavy / abnormal bleeding, psychological /psychiatric problems, urinary / bladder problems added. A lot number was received. A technical investigation will conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.